Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 315 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 90-175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.